Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 bd received 864 samples for investigation. Ten of the customer samples were randomly selected and subjected to sleeve function testing using 10 tubes per needle to assess the functionality of the device. All the samples passed testing as they were able to be screwed onto a holder and there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. In addition, 20 of the customer samples were randomly selected and subjected to a visual functional test for defective locking mechanism and hub/collar separation. The samples passed testing as there were no signs of damage to the device or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes sleeve function and loose. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, unspecified number of units were leaking due to sleeve issues. No adverse impact was reported regarding the patient or user.